Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported a patient underwent an initial right total hip arthroplasty in 1996 and an initial left total hip arthroplasty in 1997. Subsequently, the patient's left hip was revised in 2013 due to unknown reasons. The patient's right hip was attempted to be revised in (B)(6) 2014 due to unknown reasons; however, the patient was closed due to insufficient implants. The patient's right hip was revised in (B)(6) 2014 due to a sciatic nerve injury. Subsequently, another revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.